Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the rupture cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, post-valve dilation caused an annular rupture. The patient was hemodynamically deteriorated until cardiac surgeon intervention. The patient was stabilized and transferred for further intervention.

Manufacturer narrative:
Correction to b5 based on additional information.

Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, post-valve dilation caused an annular rupture due to severe centric left sinus calcium. The patient was hemodynamically deteriorated until cardiac surgeon intervention. The patient was stabilized and a small thoracic window was created in the cath lab to access the pericardium and stop the bleeding. Consecutively, the patient was transferred to the operating room for a 'washout' and surgical repair. The patient recovered 5 days post procedure and discharged home.